Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. The port and port tubing associated with the explanted band system was reportedly explanted on (B)(6) 2009. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Company representative reported on behalf of a health professional the explant of a band due to a 'suspected leak." The health professional also reported the port and port tubing form the same system had been replaced in the past due to a suspected leak.